Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter occurred. No data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined.